Event description:
It was reported that the right ventricular lead exhibited high impedance. Other electrical measurements were stable. No intervention was reported. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).